Manufacturer narrative:
Evaluation was not possible, as the products were not returned. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated

Event description:
Patient was revised to address loosening of the tibial and femoral components. Osteolysis was indicated.